Event description:
Literature was reviewed regarding a dual-lead technique (dl) versus a single-lead technique (sl) for left bundle branch area pacing (lbbap) implantation. The authors described complications that occurred for each method. There was one septal perforation and two lead dislodgements in the sl group and one septal perforation and one lead dislodgement in the dl group. The leads were repositioned and remain in use. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial numbers. Without a serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: impact of a dual-lead technique on procedural success of left bundle branch pacing. Journal of cardiovascular el ectrophysiology. 2026. 37:1034¿1042. Doi: 10.1111/jce.70353 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.